Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient stated at a 3 month post op exam that could not see colored letters on both eyes (ou). The patient claims the laser treatment affected the ability to see color letters and can only see black letters. The patient had a loss of 2 lines of best corrected visual acuity on left eye (os) when seen at the 3 month post op exam. The patient is expected to return for a follow up visit in 6 months. (B)(6).